Event description:
It was reported that during an implant procedure the physician was unable to position the left ventricular (lv) lead inside the target zone. The lead was removed and an active fixation left ventricular (lv) lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).